Manufacturer narrative:
Updated: g2, h4, h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the video connector was rattling or disconnected, and no image was displayed. Video connector failure could not be confirmed. Additionally, it was found that the charged-coupled device (ccd) lens unit was damaged. It is likely that an impact was applied to the ccd, causing it to malfunction and stop displaying images, however, the root cause of the noted issues could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The coupler had rust generated in the metal parts. The cable and the camera head (including scope mount unit/focus ring) had appearance defects (coating peeling/ cut/ hole/ collapse/ buckling/ damage/ deformation/ scratches/ discoloration/ corrosion/ stickiness/ wrinkle). The video adapter had signs of physical/chemical stress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Event description:
The customer returned a hd autoclavable camera head with no complaints associated with the device. Upon inspection and testing of the returned device it was found that there was an image problem where the image did not appear. The video connector in the device was rattling/coming off with image loss. There was no patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.